Event description:
Defibrillator fired seven times in 2004. The physician that installed the device, informed me that the problem was a fractured lead. The lead in question was a medtronic model #6947, which is currently not in the existing product recall, but I feel strongly that it should be! The problem finally was resolved on that month, after a second surgery, replacing the defective lead was performed. The hospital and doctor billed medicare and myself for the second surgery, I feel that this should have been taken care of by medtronic. Dates of use: 2004. Diagnosis or reason for use: arrhythmia.